Manufacturer narrative:
During the device evaluation, corrosion of the motor was found as well as worn bearings. These findings were the cause of the reported event of running without user activation.

Event description:
The micro oscillating saw was returned to stryker instruments for service, and during functional evaluation it was noted that handpiece was running without user activation. There was no patient involvement and no adverse consequences associated with the device.